Event description:
It has been reported to philips that exposure was not possible. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, the coronary diagnostic procedure got delayed and was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the xray could not fluoroscopy and exposure. Review of system log files showed x-ray generator errors. Fse replaced the high volt in e cabinet. After the replacement high volt in e cabinet, the system was returned to use in good working order. The codes were updated based on the investigation outcome.